Event description:
It was reported that during unloading, a new emt was removing the cot from the power load when they scrapped their finger. The scrape did not require medical intervention.

Event description:
It was reported that while using the power load device the medic reported an alleged finger injury. Further information was not reported.

Manufacturer narrative:
It was reported that during unloading, a new emt was removing the cot from the power load when they scrapped their finger. The scrape did not require medical intervention. It was confirmed by user facility that the emt applied a band-aid and continued to work. The user facility evaluated the unit and no defect with the device was reported. Evaluated by the user facility.